Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. An error code was recorded in the programmers logfile. The software anomaly can cause the programmer screen to become unresponsive to touch inputs during use that may require a system reboot to reset and resume use of the device. The programmer was disassembled, and it was determined that an issue with the screens touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer was exhibiting an anomaly. No patient involvement was reported. The programmer was returned for analysis.

Event description:
It was reported that the programmer was not functioning correctly. The subcutaneous implantable cardioverter defibrillator (s-ICD) software application was grayed out on the screen and could not be used. The programmer was rebooted, and the programmer software was reinstalled, but the issue was not resolved. No patient involvement was reported, and the programmer was returned for laboratory analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of testing was performed on the programmer that confirmed that the s-ICD application was not grayed out and the programmer was initially functioning as expected; however, the lcd touchscreen became unresponsive during additional testing. Additional analysis determined the cause of the touchscreen becoming unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that an issue with the screens touch controller caused the observed touchscreen behavior. Please note that the unresponsive touchscreen behavior confirmed during laboratory analysis was unrelated to the observed anomaly with the s-ICD application being grayed out. Laboratory testing was unable to replicate this s-ICD application behavior and this issue could not be confirmed. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.